Manufacturer narrative:
Pt code: (B)(4) - labeled na. Device code: (B)(4) - labeled no.

Event description:
On (B)(6) 2011, the pt started hearing a two-toned sound. The pt continued to hear it sporadically. No one else was hearing it and it was not at regular intervals. As of (B)(6) 2011, the pt was not having any underdose symptoms, the pt had oral medication with her. The pump was last filled in june; the next refill was scheduled in december. A pump replacement was planned for march 2012 as the eri (elective replacement indicator) at the pump refill appointment noted 9 months. The pt had an appointment with her hcp to check the pump. It was later reported that the pump event logs confirmed that the pump had stalled. The first motor stall occurred on (B)(6) 2011 at 2:42 and recovered at 2:51. There were 7 add'l motor stall/recovery events after the first one. The pt was scheduled for a pump replacement. The device system was used to deliver compounded baclofen. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.